Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. If further details are received at the later date a supplemental medwatch will be sent. (B)(4).

Event description:
Title: occurrence of graft related complications at medium term follow up after laparoscopic sacrocolpopexy with two different polypropylene based meshes. This interim report of a single centre ongoing prospective study aimed to compare the medium term outcome of two prospective cohorts of patients undergoing laparoscopic sacrocolpopexy (lsc). A total of 123 female patients with symptomatic prolapse (>=stage 2) underwent lsc with either gynemesh/prolene (polypropylene [pp] group) or ultrapro (polypropylene and polyglecaprone [pp+pg] mesh group). In total, 106 patients were operated with polypropylene and polyglecaprone mesh and 98 patients with a polypropylene mesh consented for follow-up. Graft-related complications upon assessment included 2 patients (both symptomatic) from pp+pg group and 20 patients (n=9 symptomatic) from pp group. Of these, reoperation was done in 1 patient and 13 patients (5 of which had re-intervention following conservative treatment for exposures), respectively. Pelvic floor dysfunction that required re-intervention (sling procedures) was observed in 5 patients from pp+pg group and 4 in pp group. In pp group post re-intervention, 2 patients had persisting dyspareunia. In pp+pg group, there were 2 patients with early recurrence and had repeat lsc. The authors found similar patient global impression of change-score and anatomical outcomes in patients undergoing lsc with either pp mesh or pp+pg mesh, and there were significantly less graft related complications at 24 month follow-up in pp+pg mesh group.